Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID: 2134265-2018-02135. It was reported that the patient's blood pressure became unstable and patient experienced discomfort. The 80% stenosed target lesion was located in the mildly tortuous and severely calcified mid right coronary artery. Pre-dilation was performed with a 2.0mm x 15mm non-bsc balloon catheter. A 1.75mm rotalink¿ plus and a rotawire were selected for use. During procedure, rotablation was performed; however, the patient's blood pressure became unstable. It was further noted that the patient felt quite uncomfortable. The physician decided that the lesion was too tortuous and stopped rotablation because it could be dangerous for the patient. After the removal of the burr, patient's condition improved. The procedure was not completed. No further patient complications were reported and the patient's status was stable post-procedure.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The advancer, handshake connections, sheath, coil, and burr were microscopically and visually inspected. Inspection of the device presented no damage or irregularities. Functional testing was performed by connecting the rotablator rotalink plus device to the rotablator control console system. The rotablator system was able to reach optimum speed and the burr rotated with no issues. The investigation conclusion is anticipated procedural complication as the event is due to a known physiological effect of the procedure noted within the directions for use, and/or device labeling. (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-02135. It was reported that the patient's blood pressure became unstable and patient experienced discomfort. The 80% stenosed target lesion was located in the mildly tortuous and severely calcified mid right coronary artery. Pre-dilation was performed with a 2.0mm x 15mm non-bsc balloon catheter. A 1.75mm rotalink plus and a rotawire were selected for use. During procedure, rotablation was performed; however, the patient's blood pressure became unstable. It was further noted that the patient felt quite uncomfortable. The physician decided that the lesion was too tortuous and stopped rotablation because it could be dangerous for the patient. After the removal of the burr, patient's condition improved. The procedure was not completed. No further patient complications were reported and the patient's status was stable post-procedure.